Event description:
Ous MDR. The lead dislodged 3 times during the implantation and then, again, after implant. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During analysis, multiple insulation damages were detected. The insulation of the df-1connector pin was found damaged. In this region, the conductor cable to the shock coil was found fractured. Based on the characteristics, it is reasonable to assume that the se damages resulted from strong pulling forces applied in the course of the explantation procedure. Further analysis showed deformations of the inner coil which most likely occurred by means of surgical tools used during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.